Manufacturer narrative:
(B)(6). Examination of the device confirmed the anchor has broken at the suture slot window. The broken portion of the anchor and suture were not returned for evaluation. Site prep and bone quality were not reported. The tines at the tip of the inserter are bent which indicates that there was an attempt to insert the anchor. This is contradictory to the account that the anchor broke prior to being introduced into bone. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of this complaint. A complaint history review identified no additional complaints for this lot on file. Based on the limited clinical details provided, no root cause related to the manufacture of the device can be established.

Event description:
It was reported that the tip of the implant broke during insertion. Broken tip was removed and a new implant was used. Additional anchor was placed in the same drilled site. No patient injury or other complications were reported.